Event description:
It was reported that oversensing was observed. The device charged, but no therapy was delivered. Lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead was returned for analysis. Without the entire lead, a full analysis could not be performed. The damage found was sustained during the surgical procedure.